Event description:
It was reported that the patient experienced hypoglycemia with a reported value of 216 mg/dL while using the iLet system, with a fingerstick glucose of 56 mg/dL that was treated with a peanut butter bagel. The patient noted a subsequent overcorrection followed by hyperglycemia and then another low, and they use a FreeStyle Libre 3 Plus sensor. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for oral glucose intake as a medical intervention. Investigation included communication with the patient, and review and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.